Manufacturer narrative:
Zimvie complaint number (B)(4). D1: brand name unknown / provided d4: additional device information: unknown / not provided g4: premarket identification: unknown / not provided. H4: device manufacturer date: unknown / not provided. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
Doctor reported that the screw loosened and was retightened.